Event description:
It was reported that the metal shaft of the inserter broke-off inside of the anchor after the surgeon had inserted the anchor and while he was pulling the shaft back out. The broken piece is not sitting proud. It is sitting down in the cannulated aspect of the anchor. Surgeon was unable to retrieve the metal inserter piece from the patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Complainant's event typically caused by prying/leveraging the inserter while the implant is still loaded, over-insertion, not inserting the implant co-axial to the bone tunnel and/or improper bone preparation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.